Event description:
Intra-aortic balloon (iab) catheter was being used for treatment. User reported that the balloon would not inflate. No other information was provided.

Manufacturer narrative:
This MDR was prepared based on a 483 observation during an FDA inspection from (B)(6) 2015 and retrospective review of customer complaints.